Event description:
Customer states after 7 days use on a pt, a nurse found an inflation line was broken into two and also confirmed the air leakage. No pt harm. Pre-test of the device was performed. The caller confirmed that reintubation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis.